Event description:
Event description guidant received information that a pneumothorax occurred during the implant procedure of this implantable right ventricular lead. It is believed that the pneumothorax occurred during the subclavian stick. The physician elected to implant a high energy device, as dft testing could not be performed (due to the pneumothorax). While the pocket was being closed, a chest tube was placed. The patient was transferred to the ICU, and resided there for approximately two weeks.